Event description:
This event was created from a journal article in the journal of vascular surgery (j vasc surg 2009;49:589-95.), which was received on april 14, 2009. Article citation: rebecca l. Kelso, md, sean p. Lyden, md, brett butler, md, roy k. Greenberg, md, matthew j. Eagleton, md, and daniel g. Clair, md, cleveland ohio. A patient database was used to identify endovascular aortic abdominal aneurysm repair (evar) patients requiring explant greater than 1 month after implant. A retrospective analysis was conducted of the type of graft, duration of implant, reason for removal, operative technique, death, and length of stay. There were 41 patients who underwent evar for aortic abdominal aneurysm (aaa) between 1999 and 2007. Of these patients 7 were implanted with an ancure/evt endograft. Complications identified with the ancure/evt graft include: type I, ii and iii endoleaks, increased aneurysm growth with endoleak, migration, rupture, aortoenteric fistula, infected graft, limb thrombosis, and death.

Manufacturer narrative:
The physician was contacted and stated all patients in this study had medwatch reporting done at the time of explant. Patient's names and/or model-serial numbers were not provided.